Event description:
During an embolization, difficulty was experienced to detach the coil using the dcs syringe 3-4 times. The embolization was within the right vertebral artery. Another orbit coil was utilized without any problem. There was no adverse effect to the patient.